Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 hexalobe driver (part number msp2013, batch number 580430) was examined visually under magnification. Torsional fracture patterns were identified in the hexalobe tip of the driver, additionally the remaining lobes showed some deformation and angling, indicating twisting. The broken portion of the driver tip was also returned and showed the same angled, brittle fracture surface. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis. The broken driver measured 3.368" long, which indicated the fracture occurred approximately .012" inches from the end of the driver. Hex tip breakage may occur when excessive force has been applied to the driver during use to overcome increased resistance. It was reported that this incident occurred during removal surgery. During removal surgery there may be significant bony ongrowth to the implant which contributes to the increased torque required to remove the implant. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Event description:
It was reported during removal surgery while removing the 3rd screw, the driver tip broke. The surgery was completed with a 2nd screwdriver available from the kit with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00040 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.